Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported a fluid leak associated with pd treatment. There was an air detected in cassette warning that occurred during drain 3 of 4. Fluid was not seen when alarm was occurring, but fluid was discovered after cancelling and removing cassette. Fluid was discovered in the pump module area and on the external part of the cassette. The patient was advised to try the cycler the next day. In a follow up, the pd nurse verified the fluid leak event. There was no harm, intervention or adverse event associated with the leak. The patient was able to let the cycler air dry overnight and has been using it since with no further issues.

Manufacturer narrative:
Correction: the g.3. Date on the manufacturing device follow up #1 report should have been 10-27-2025.

Event description:
A peritoneal dialysis (pd) patient reported a fluid leak associated with pd treatment. There was an air detected in cassette warning that occurred during drain 3 of 4. Fluid was not seen when alarm was occurring, but fluid was discovered after cancelling and removing cassette. Fluid was discovered in the pump module area and on the external part of the cassette. The patient was advised to try the cycler the next day. In a follow up, the pd nurse verified the fluid leak event. There was no harm, intervention or adverse event associated with the leak. The patient was able to let the cycler air dry overnight and has been using it since with no further issues.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) patient reported a fluid leak associated with pd treatment. There was an air detected in cassette warning that occurred during drain 3 of 4. Fluid was not seen when alarm was occurring, but fluid was discovered after cancelling and removing cassette. Fluid was discovered in the pump module area and on the external part of the cassette. The patient was advised to try the cycler the next day. In a follow up, the pd nurse verified the fluid leak event. There was no harm, intervention or adverse event associated with the leak. The patient was able to let the cycler air dry overnight and has been using it since with no further issues.